Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the cause of the indicated phenomenon "the device cannot be activated properly" is failure of the printed circuit board (qb). Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the high definition lcd monitor has power but will not come up with the blue olympus screen and will not show menu items only the green light intermittently with no error codes. The issue occurred during preparation for use for a diagnostic procedure that was completed with the same set of equipment. There were no reports of delay or patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was confirmed. The evaluation found the following reportable issues: there was a faulty main board that caused the issue. Other issues found were: there were multiple scratches on the screen. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.